Event description:
Right knee pain [arthralgia]. Limited motion to her right knee [joint range of motion decreased]. Right knee swelling [joint swelling]. Case description: spontaneous case was received from a (B)(6) female patient, initials d-a with osteoarthritis. The patient's medical history was significant for big lateral meniscus tear (showed in magnetic resonance imaging), previous treatment with synvisc-one (hylan gf-20) in left knee four years ago and in right knee in (B)(6) 2012 followed by pain, total knee replacement of left knee on ((B)(6) 2012), fall shoulder repair and treatment with cortisone. On an unspecified date in (B)(6) 2013, the patient received treatment with synvisc-one injection at a dose of 6 ml into her right knee, once (route or administration not provided). The lot number for synvisc-one was not provided. On an unspecified date in 2013, the patient developed pain and swelling in right knee and limited motion to her knee. The events of right knee pain, right knee swelling and limited motion to her knee were assessed as serious due to hospitalization. It was reported that the patient was treated with mobic (meloxicam). The outcome and intensity for all the events was not provided. Concomitant medications were not reported. The causal relationship of synvisc-one with all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 06/17/2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.